Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, withdrawal resistance occurred. The target lesion was located in the left anterior descending artery (lad). The 2.75x32mm taxus liberte stent delivery system (sds) was advanced but the physician tried to cross the lesion twice and was unsuccessful. The device was removed and two other taxus liberte stents, sizes 2.75 x24mm and 2.75x20mm, were implanted. There were no pt complications and the pt's current condition is listed as stable. Add'l info received states that the physician encountered resistance while advancing and withdrawing, however, no force was used to remove the device.

Manufacturer narrative:
(B)(4).